Manufacturer narrative:
The device is expected to return to the manufacturer for investigation, however, it has not been received.

Event description:
The event involved a critically ill male patient who was receiving multiple life supporting infusions through a central venous line (cvl) including: norepinephrine, epinephrine, and vasopressin. The patient¿s cvl had one lumen dedicated to the inotropes plus a humulin r infusion. A ¿chicken foot¿ device was attached and each port was infusing an inotrope. A humulin r infusion was connected into the y site (blue clave) of the norepinephrine line when the patient returned from transport for an ercp (endoscopic retrograde cholangio-pancreatography). Of note, the humulin r line did not transport with the patient. The line in question remained in the patient room while the patient was away, and the line was brand new out of packing on 24-oct-2019 at 0200. The unused y-site on the humulin r line was cracked allowing the valve to remain open and introduce air. The crack created a backflow of blood up the central line and into the lines in which the inotropes were infusing. The patient lost the infusions supporting the blood pressure (bp), and the patient became hypotensive and coded. During the code, the patient was defibrillated three times and required code blue medications for resuscitation. The patient was resuscitated and returned to his baseline critically ill condition. Additionally, the customer noted that the humulin r line was infusing normally prior to disconnecting it from the patient before the ercp procedure. The only time the clave was accessed was when the humulin r line was disconnected, and at that time the bedside nurse doubled the IV line back on itself and accessed the port to dead-end the line.

Manufacturer narrative:
H10: a closed package containing a used list # 146870489 set was received with a syringe attached to the plum cassette. The set was visually inspected and the distal y-clave body was found to be cracked in a spiral pattern, and the seal was missing entirely from the returned set. The complaint indicates that the y-clave in question was not used during the treatment of the patient. The set was clamped proximal to the broken y-clave and the proximal portion of the set was air pressure leak, and hydrostatic leak tested according to product specifications to identify if any leaks were noted elsewhere on the set. No leaks were found anywhere along the fluid path, proximal to the broken y-clave. New samples from the same lot number were obtained and visually examined for cracks and used to try and recreate the fracture by introducing torque and bending forces using an attached syringe. The same type of fracture was not recreated during this testing. The reported complaint of a cracked y-clave can be confirmed. A missing y-clave seal was also confirmed. This cracked y-clave and missing seal would also lead to the reported complaint back flow of blood and the introduction of air. The probable cause of the cracked clave and the subsequent missing internal seal is due to a molding defect in the y-clave body that caused the crack in the returned sample and the seal to fall off the set at an unknown time. A batch record review was performed to lot# 4113851, list# 14687-0489 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.